Event description:
The manufacturer received information alleging a ventilator was not operating and screen was not displayed. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device¿s lcd display need to be replaced to address the issue. In addition of the above evaluation, the devices system board was replaced due to pm test. Since the surface of keypad was peeled off, keypad was replaced. The following parts were replaced as regulated by maintenance procedure to prevent failure: trilogyo2 pm1 kit. The technician performed repair test, alarm check, battery check, run in tests and cleaning then confirmed the unit operated properly and software version was checked, which was not related to the malfunction/issue.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was not operating and screen was not displayed. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device¿s lcd display need to be replaced to address the issue. In addition of the above evaluation, the devices system board was replaced due to pm test. Since the surface of keypad was peeled off, keypad was replaced. The following parts were replaced as regulated by maintenance procedure to prevent failure: trilogyo2 pm1 kit. The technician performed repair test, alarm check, battery check, run in tests and cleaning then confirmed the unit operated properly and software version was checked, which was not related to the malfunction/issue. The system board and lcd display were evaluated by the manufacturer's product investigation laboratory (pil) and found the system board and lcd display functioned as designed and operated without issue or error codes.